Event description:
It was reported that customer was hospitalized on (B)(6) 2015 with blood glucose of 28 mmol/l. Customer was hospitalized due to diabetic ketoacidosis. Customer believes dka may have been due to keypad anomaly of insulin pump. Customer was hospitalized for five days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.